Manufacturer narrative:
(B)(4). The service engineer valuated the unit and found the manual respiration button was stuck with a loss of air supply. The keyboard started working correctly after it was pushed many times. All performed tests were passed and the device is reported to be in running condition.

Event description:
It was reported that the ventilator had an intermittently unresponsive keyboard. The ventilator was not in patient use at the time.